Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure conducted at the user facility the device was experiencing overheating. No delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The reported event was not duplicated, but was confirmed based on the known failure codes that can cause or contribute to overheating. Device was repaired and returned to the customer.

Event description:
It was reported that during a procedure conducted at the user facility the device was experiencing overheating. No delay, no medical intervention and no adverse consequences were reported with this event.